Manufacturer narrative:
E1 - (B)(6). E2 - yes. E3 - health professional. H3 - type of investigation code: 10- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the returned lens did meet original values measured at the time of manufacturing. Functional inspection found the lens did not meet original values at the time of manufacturing. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6 - investigation type code: 3331 - device history record found associated source lots were manufactured within established parameters. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged for a lens of a different diopter. Cause reported as unknown. The problem was resolved. No additional similar complaint types were found.

Manufacturer narrative:
Claim (B)(4).